Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for low blood glucose levels 22-26mg/dl. Customer also reported that they are now administering manual injections. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).